Event description:
Paramedics attended to a pt diagnosed in ventricular tachycardia. The pt was conscious and oriented. Shortly after the pt ECG cable was attached to the pt, the pt ECG display changed to dashed lines and indicated ECG leads off for no apparent reason. Combination defbrillation/ECG electrodes were subsequently used to monitor the pt's ECG. There were no adverse effects to the pt reported as a result of the alleged malfunction.